Event description:
The article, "prevalence, classification, and treatment of residual shunt after patent foramen ovale closure", was reviewed. The article presented a retrospective, multicenter study to assess the prevalence and causes of residual shunt (rs), as well as to evaluate the safety and feasibility of its percutaneous treatment. Devices included in the study were amplatzer pfo occluder, occlutech pfo occluder, gore cardioform septal occluder, cardia ultrasept, ceraflex, starflex, helex, cardioseal, flatstent, and solysafe. The article concluded that rs is commonly found after transcatheter pfo closure and is significantly associated with the type and size of the occluding device implanted. It results from different mechanisms and can be safely and effectively treated by a percutaneous, patient-tailored approach in a high percentage of cases. [The primary and corresponding author was giuseppe santoro, pediatric cardiology and guch unit, heart hospital ¿g. Pasquinucci¿, via aurelia sud, 54100, massa, ms, italy, with corresponding e-mail: santoropino@tin.it] the time frame of the study was from 2000 to 2022. A total of 207 patients were included in the study, of which 136 (65.7%) received an abbott device. The average age was 49.3 years and the majority gender was female. Comorbidities included hypertension, diabetes, obesity, smoking, interatrial septal aneurysm, patent foramen ovale, stroke, migraine, and transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of prevalence, classification, and treatment of residual shunt after patent foramen ovale closure were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, obesity, smoking, interatrial septal aneurysm, patent foramen ovale, stroke, migraine, and transient ischemic attack. Some of the complications reported were headache, transient ischemic attack, stroke, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: prevalence, classification, and treatment of residual shunt after patent foramen ovale closure.